Event description:
It was reported the patient's neurostimulation device had not been working since he received a jolt when he went through security at the hoover dam. The patient was having problems recharging due to coupling and/or communication issues. The patient was using a new recharger and reported no issues using the previous recharger. Additional information has been requested but was not available on the date of this report.